Event description:
Seven years following implant, it was reported the patient presented with sudden dyspnea, pulmonary edema and mitral valve leakage. Ultrasound was performed and a cuspal rupture was suspected. The following day (2007), the valve was explanted. Pannus overgrowth on the atrial side of the mitral valve was observed as well as hole in the posterior cusp and a hole/rupture on the free edge of another cusp. The aortic valve was replaced with a 21 mm bioprosthesis, a 27 mm mitral bioprosthesis was implanted, and CABG x2 was also performed.